Manufacturer narrative:
H.6. Investigation summary: one photo received for investigation. Upon observation, there are ink stains on the package. The potential root cause, could have been generated by humidity during the manufacturing process. After the documentary review, it was observed that there were no quality notifications during the manufacturing process, the lot was inspected and subsequently released according to the current work instruction. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Additionally, a documentary review of the physical state of the transport in charge of the logistics of the batch was carried out. Once the manufacturing process was completed, the transport was verified having satisfactory results, so an action plan does not apply. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found before use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "during packout aql inspection, qa found stained syringe packaging."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "during packout aql inspection, qa found stained syringe packaging."